Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced 3-way sample valve to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Patient data was not provided. Sex: patient demographic information was not provided. Patient data was not provided. Weight:patient demographic information was not provided. Patient data was not provided. Ethnicity: patient demographic information was not provided. Patient data was not provided. Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au5800 clinical chemistry analyzer generated clot error on qc (quality controls) and on patient samples. The affected chemistries were total bilirubin, total protein and calcium. There was no change in patient treatment in association with this event.